Event description:
5 minutes after initiation of dialysis, patient complained of facial flushing, burning in the head and face, stomach cramps, nausea. Patient denied burning at graft site and denied chest pain or chest pain. Benedryl 25 mg. Fiven ivp. Patient disconnected from system. Blood not returned to patient. Symptoms releved within 5 minutes. Treatment restarted on dry pack f80 dialyzer and new bloodlines-both arterial and venous made by nmc. Patient completed treatment without further symptoms.see page 3 of 4 and 4 of 4 for additional info.